Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an emergency intubation by the physician, the length of the device was short for intubation so he had to modify it by bending out the loop so it could be long enough to complete the intubation. It was reported that there was a delay in care but no intubation was required. The customer reported that there was no patient harm.